Event description:
I have had 3 sensors. The first one glued itself to my sweater. First day I put it on. The second one I got gave erratic readings. After a calibration it kept losing its signal. The third one quit working after 8 days. As much as the third one seemed to mostly give fairly accurate readings I did get a few that were no where near where they should have been. Reference reports: mw5155666, mw5155668.

Event description:
Additional information received on 8/7/2024 for report mw5155667 to update the procode. Procode: qjb.